Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, ias12-100lpi, 12 mm access port, was being used on (B)(6) 2024 during a robotic assisted lobectomy procedure and ¿part of the blue valve in the top valve fell into the surgical site. This was observed and removed. May have ended up with a fragment not observed. As I understand this fragment was ripped off during insertion of instrument, most probably endo gia". There was no impact or injury for the patient. The procedure was completed with ¿another connection¿ and a 5 minute delay. This report is being raised due to the reported injury of possible device fragmentation left in the patient.

Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided. A root cause cannot be determined, however, based upon the photos and the adverse review board meeting, the likely root cause of the failure is due to misuse, including the use of sharp objects and excessive force. Usage warning information is communicated through the IFU. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 40 reports, regarding (B)(4), for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following: if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Inspect the sound cap after use for physical damage of any kind. (Note: if using optional sound cap, use caution when inserting a sharp or large device through the cannula. The optional sound cap may be removed from the cannula at any time during the procedure and should be removed before inserting any sharp or large object into the cannula. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Update: per assessment received on 31oct24 "a fragment may have ended up in the abdominal cavity. The reason for this is if there were several pieces not only on piece it might well end up in the abdominal cavity since it is very difficult to observe such happening in surgery if your eye is not directed to the accident. All people who have the experience in surgery knows how difficult it is to observe a foreign object inside the human body.¿. The distributor reported on behalf of the customer that the device, ias12-100lpi, 12 mm access port, was being used on (B)(6) 2024 during a robotic assisted lobectomy procedure and ¿part of the blue valve in the top valve fell into the surgical site. This was observed and removed. May have ended up with a fragment not observed. As I understand this fragment was ripped off during insertion of instrument, most probably endo gia". There was no impact or injury for the patient. The procedure was completed with ¿another connection¿ and a 5 minute delay. This report is being raised due to the reported injury of possible device fragmentation left in the patient.